Event description:
The rt, respiratory therapist, was performing a ventilator check and could not get the screens to change, only the monitor screen would show. The therapist had another rt check and was not successful either. The patient was manually ventilated while the ventilators were exchanged. There were no adverse occurrences and patient was maintained on 100% oxygen.the technical assessment by biomedical engineering: they could not duplicate the problem. Noted: the screen was not clean and the screen bezel was dirty and cracked. The bezel contains an infrared beam matrix which senses the touch screen commands. The deteriorated condition of the bezel is the most likely cause of the problem. Biomed ordered a color screen upgrade to repair this unit.